Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the clamp on a bifuse extension set broke during the start of an IV placement. It was noted that the clamp from another sample from the same lot also broke. There was no report of patient harm.